Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) implant surgery in 2019. The patient had issues with the reservoir and had a revision surgery in 2022 to move it to an alternate location. The ipp stopped working due to a leak caused by a cylinder hole and a replacement surgery was performed in which all components were removed and replaced. No patient complications were reported.